Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) ranged from less than 40 to 60 mg/dl. Reportedly, customer over-corrected for a bolus. The customer consumed glucose to treat low bg. Reportedly, the customer continued using the pump for insulin therapy.